Event description:
It was reported that high pacing impedances were noted on this implantable cardioverter defibrillator (ICD) after a routine change out procedure. No out of range measurements were noted before the procedure. Technical services (ts) recommended troubleshooting. This ICD and lead remains in-service at this time. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Correction to b5 content, as high out of range shock impedances were noted.

Event description:
It was reported that high out of range shock impedances were noted on this implantable cardioverter defibrillator (ICD) after a routine change out procedure. No out of range measurements were noted before the procedure. Technical services (ts) recommended troubleshooting. This ICD and lead remains in-service at this time. No adverse patient effects were reported.